Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report erratic chloride (cl) results following calibration. The customer stated that quality controls (qc) were running low and had noticed a shift in qc. The customer replaced the electrodes and recalibrated the new cl electrodes. The customer then ran qc, resulting satisfactory. The cause of the discordant, falsely low cl results was due to an electrode malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride (cl) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument ((B)(4)), resulting higher and within the normal expected range. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cl results.